Event description:
It was reported that the patient reported feeling pocket stimulation when the device was observed to be in back up vvi mode. Low hv lead impedance was also noted. Device explant was discussed.